Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
The patient presented in hospital after receiving a vibratory alert. Upon interrogation, the device was found to be at eri. Premature battery depletion was suspected. The device was explanted and replaced and the patient's condition following the procedure was stable.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-30542, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that prior to device replacement, an increased capture threshold was observed on the device after it went into backup mode.